Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs were provided for evaluation. Upon visual inspection of the photographs, it was noted two used sets had bubbles. This suggests the presence of air in line. Based on the data from the investigation, the reported defect was confirmed. Several causes related to air in line could contribute to inadequate priming of the IV line, infusion of cold solutions which may exhibit air bubbles as the fluid warms up, incomplete filling of the drip chamber during priming, etc. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1 changed the tube 2x. Wasted 2 IV tubings. Bubbles found only pump chewed line. 2nd line change only lasted 2 hours. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs.